Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number . UDI: unknown due to unknown lot number. Explanted date - device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause of the event was determined to have been over tamping resulting in collagen deposition. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table(hbrt).

Event description:
The user facility reported that after using the angio-seal device involved the neurosurgery department of another hospital, the collagen slipped into the artery, and the patient was transferred to the hospital. Endoscope confirmed translucency, and the collagen was retrieved using a filtrap(nipro). A balloon was used for dilation, and echography confirmed that translucency disappeared. The procedure was completed successfully. The physician commented that the collagen might be pushed too much during hemostasis procedure. Estimated blood loss was less than 250cc's. No health damages to the patient. The procedure before deploying the device is unknown. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. It is unknown whether the puncture site was proximal or distal to the inguinal ligament of the right common femoral artery. It was a right femoral artery puncture. The vessel diameter is unknown. The patient required non-surgical intervention due to the event, permanent pace-maker implantation (ppi). An ultrasound performed to diagnose the vascular insufficiency. The patient condition was stable. The event occurred post-treatment. There were no other devices or equipment used with the reported product.